Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that 4 months after a carotid artery procedure, follow-up angiogram revealed a stent fracture. The nexstent was placed in 2007, in the right internal carotid artery which was 5mm in diameter, calcified, very tortuous and 85% stenosed. The lesion was predilated. The nexstent was placed at a bend. This was a re-do enterectomy. Final stent placement was said to have a 90 degree bend. The physician reported that the nexstent fractured, broke all the way through in the middle into 2 pieces. This was detected through follow up on a follow-up angiogram, where 70-75% stenosis right where the fracture was also noted. The pt is asymptomatic. CT in three months later, as part of routine follow-up, showed the stent fractured laterally. The pt remains asymptomatic and there will be no treatment at this time per the physician. Additional info has been requested.